Manufacturer narrative:
In 2007, an intralase field service engineer inspected the laser and performed preventative maintenance as part of his assessment. The laser system met specifications and performed as intended. On three days later, an intralase clinical applications specialist (cas) provided surgery support and performed an investigation in effort to identify a potential root cause for dlk. The cas accessed the laser system, surgical technique, sterility and surgical instrumentation practices. There were no anomalies noted and the laser met specifications and performed as intended.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. Five days postoperatively on five days later, the patient presented with diffuse lamellar keratisis (dlk). The patient was diagnosed with stage 4 dlk/corneal melt in the right (od) eye and stage 2 dlk in the left (os) eye. A flap lift and rinse was performed on both (ou) eyes. The patient was prescribed topical antibiotics and topical and systemic steroids. On ten days later, the patient was diagnosed with bilateral central opacification, hyperopic shift ou and central toxic keratopathy (ctk). The patient was prescribed hard contact lenses and is being monitored by the doctor. The patient's preoperative best corrected visual acuity (bcva) was 20/16 ou. Postoperative bcva is 20/80 od and 20/50 os. The patient is responding to treatment and dlk has resolved. Currency bcva was requested. The association between the event and the device is unknown. A supplemental report will be filed with FDA if additional information becomes available.